Manufacturer narrative:
This report is being submitted to report additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. UDI #: (B)(4).

Event description:
It was reported that when the attending surgeon requested to use a pulsavac for debridement of abdominal wound. When the scrub tech opened the device they noticed a "crusty" substance on the tubing and inside of the container. Also noticed that the battery pack looked unusual. The device was then handed off the field and the battery pack was popped open to find the batteries were severely corroded. The scrub tech then changed gloves and a new device was located and given to the field. No adverse events were reported as a result of this malfunction.